Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a fingerstick value of 59 mg/dl after previously meal announcing and recalibrating, and they treated the urgent low with oral glucose; glucose subsequently returned to 94 mg/dl. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included recovery without hospitalization after self-treatment with oral glucose and continued monitoring. Investigation included review of the event details and user-reported actions with troubleshooting and education provided. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.